Event description:
Edwards received information that this 29mm bioprosthetic valve implanted in the tricuspid position with implant duration of approximately fifteen (15) years, exhibited stenosis, secondary to valve degeneration. Patient underwent valve in valve procedure, which was reported to have excellent results. There were no reported complications as a result of intervention.

Manufacturer narrative:
(B)(6). Method - device not returned. The device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the reported tricuspid stenosis and bioprosthetic valve degeneration. This device is indicated for the mitral position. A review of the instructions for use was conducted and deemed to be adequate. Edwards will continue to review and monitor all events.edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.